Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo r delivery system, product ID: enveor-l, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: bernat, r., windmüller, v., leivaditis, v., dahm, m. & schumacher, b. (2024). Valve-in-valve implantation gone south: a case report. Acta clinica croatica, 63. (Supplement 1), 86-88. Https://doi.org/10.20471/acc.2024.63.s1.16 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent valve-in-valve transcatheter aortic valve implantation to treat a degenerated surgical valve with ¿massive¿ aortic regurgitation. During the procedure, the 29 mm evolut r transcatheter valve (medtronic) required multiple deployment attempts and recaptures due to difficulties positioning and anchoring the evolut r within the surgical valve ring. Ultimately, the evolut r valve had to be fully deployed and immediately dislodged deep in the left ventricle, resulting in severe aortic regurgitation. An attempt to reposition the valve with a single snare was unsuccessful, so the authors utilized two other snares to catch, pull and reposition the evolut r to an optimal depth with no regurgitation. However, ¿upon releasing the pull on both snares,¿ the valve repeatedly dislodged back into the ventricle. Consequently, a 29 mm sapien transcatheter valve (non-medtronic) was implanted in the evolut r. Afterward, both valves remained in an optimal position and no aortic regurgitation could be detected. The authors remarked that the most probable cause of the anchoring issues with the evolut r was the ¿complete lack of calcium¿ within the degenerated surgical valve which would have allowed the evolut r to be fixed in the valve ring. The patient recovered completely and was discharged without symptoms ten days after the procedure.